Event description:
Material # 309653 batch # 0118639, unknown it was reported by customer that that they have received 50ml syringes that do not have markings at least 3 times recently. Verbatim: hi xxxx, please direct me to the appropriate contact if this should be sent to someone else. Xxxxx recently converted over to the bd syringes. I received a report from our clinical team that they have received 50ml syringes that do not have markings at least 3 times recently. Please see product info below and photo attached. I am not sure if the lot #s were the same for the other 2 occurrences. Please let me know if additional steps are needed to report this issue. Bd 50 ml luer lok syringe mfg # 309653 lot # 0118639 thank you, xxxxx xxxxx, (she/her/hers) xxxxx xxxxx xxxxx xxxxx xxxxx xxxxx xxxxx.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received. Material # 309653 , batch # 0118639, unknown. It was reported by customer that they have received 50ml syringes that do not have markings at least 3 times recently. Verbatim: hi xxxx, please direct me to the appropriate contact if this should be sent to someone else. Xxxxx recently converted over to the bd syringes. I received a report from our clinical team that they have received 50ml syringes that do not have markings at least 3 times recently. Please see product info below and photo attached. I am not sure if the lot #s were the same for the other 2 occurrences. Please let me know if additional steps are needed to report this issue. Bd 50 ml luer lok syringe: mfg # 309653. Lot # 0118639. Thank you, xxxxx. Xxxxx, (she/her/hers), xxxxx, xxxxx, xxxxx, xxxxx, xxxxx, xxxxx, xxxxx.